Event description:
During baxter's functionality testing of a spectrum pump, it displayed system error 105. There was no patient involvement.

Manufacturer narrative:
Manufacturer ref no.: (B)(4). Baxter received and evaluated the device. The device was found out of specification in relation to the reported symptom, which was experienced during baxter's functional testing of the device. System error 105 was confirmed and caused by a failed motor flex. The failed motor assembly was replaced.